Manufacturer narrative:
Follow-up received on 19-may-2016: information received from consumer via social media states that like other woman who complain about essure, consumer is clearly bitter. She developed a painful condition called pelvic adhesion disease, in which her reproductive system is fused to her digestive system due to scar tissue. She and her doctors believe this is a result of the essure implant. Consumer informed that, after she gave birth to fifth baby in 2013, she decided to go on a more permanent form of birth control. Essure then seemed to be the more practical choice. Consumer says her doctor told her the recovery time would be a day. She says she felt the pain immediately as her doctor implanted the device. She remembers being told to take an advil. When consumer got home that night, she says she started passing large tissue. According to her, the nurse on call said that sounded normal and she did not need to go back to the doctor for that. The bleeding did not stop. Not for 10 months. Consumer says that she felt as though she was on her period through the entire 10-month span. She felt a constant pain in her abdomen, which vacillated between feeling bearable to being so intense that she could not stand, and therefore could not work. She made regular trips to the emergency room. Doctors at the e.r. Diagnosed her with vague conditions like abdominal pain and told her to return to her implanting physician. She returned to her gynecologist's office, where they could not find anything wrong, either. In the same breath, however, consumer says her doctor told her that, unlike her partner, she does not implant essure because leaving metal in soft tissue is not a good idea. She eventually realized that the pain was at its worst during the time in her cycle when she was ovulating and when she was menstruating. A year later, consumer found what she believed would be a long-term solution to her pain: a relatively unknown surgery called essure reversal (so-called essure reversals are expensive, complicated procedures performed by fertility doctors; they are not covered by insurance). They promise the woman the chance to get their essure removed from their body without undergoing a drastic hysterectomy procedure. What is more, doctors who perform essure reversals say that women who previously had essure may even be able to get pregnant again. But the relief did not last, and the pain returned. According to reporter, it would be kind of intermittent, and then the periods of pain would be longer and longer until she was just in pain all the time again. Consumer visited a new doctor. When physician examined consumer, her warned that she was in so much pain that he may not be able to help. The doctor told her he could remove the scar tissue causing her pain, but that it may grow back, and if it did, she would need to see a different doctor to perform the next, more technically complicated surgery. Consumer took the gamble and underwent her second post-essure surgery with him anyway. According to surgical report, inspection of pelvis showed that she had extensive adhesive disease of the colon and small bowel; she also had severe pelvic disease from the top of fundus down to the endocervix. Her ovaries were attached to her pelvic side walls, and her right ovary had a significant attachment to the colon. This surgery, like the last, only gave consumer temporary relief. In pain and missing more work again, she searched for another doctor and found one who still implants essure in women but who also took her pain seriously. On (B)(6), she scheduled her third post-essure surgery. Beforehand, her doctor told her he would not perform a hysterectomy unless it was absolutely necessary. Consumer reported that she had a hysterectomy and informed that they took her uterus, cervix and tubes (this was not what she wanted). Reporter states that her doctor had found so much scar tissue that he had little choice but to remove much of her organs. Now consumer is recovering and hoping to return to work. She recently busted a stitch open in her belly button, but says it is otherwise going okay. She has joined a class-action lawsuit against bayer. Follow-up on 26-may-2016: ptc investigation result was received. (B)(4). Quality safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this is a non-medically confirmed spontaneous case report received via news article. This case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had large tissue passed the night of surgery (interpreted as post procedural bleeding) and bleeding for 10 months (interpreted as genital bleeding). She also had constant pain in her abdomen. It was reported that she underwent an essure reversal procedure, but it is not clear if essure inserts were removed. After that, she underwent a surgery to remove scar tissue. Later on, she underwent a hysterectomy. According to follow up information, she is recovering and has joined a class-action lawsuit against bayer (potential legal). The constant pain in abdomen, post procedural bleeding and genital bleeding are serious events due to their medical importance and listed in the reference safety information for essure. Considering that essure therapy may cause bleeding and that she had passed tissue the same day of essure insertion, this post procedural bleeding is assessed as related to essure. Also, the genital bleeding was assessed as related since no alternative explanation was provided. In this particular case, the consumer had abdominal pain in the context of pelvic adhesions identified after essure reversal procedure. Since in this case, it is not possible to exclude that the presence of essure is causing pain and it is not possible to exclude that essure reversal procedure had a contributory role in the formation of adhesions that could also cause pain, the abdominal pain is assessed as related to essure. This case is regarded as incident since an essure-related required intervention was performed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a consumer via news article in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Patient reported that after having essure inserted, she developed a painful condition called pelvic adhesion disease. She also reported that she experience pain immediately as her doctor implanted the device and that when she went home that night; she started passing large tissue, and then bled for 10 months. The patient noted she felt like she was on her period for the entire 10-month span and that she felt a constant pain in her abdomen, which vacillated between feeling bearable to being so intense that she could not stand, and therefore could not work. She noted that she had an "essure reversal" procedure and then had a second surgery where the doctor discovered she had severe pelvic disease and her ovaries were attached to her pelvic side walls, and her right ovary had a significant attachment to the colon. She then had a hysterectomy. Company causality comment:this is a non-medically confirmed spontaneous case report received via news article. This case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had large tissue passed the night of surgery (interpreted as post procedural bleeding) and bleeding for 10 months (interpreted as genital bleeding). She also had constant pain in her abdomen. It was reported that she underwent an essure reversal procedure, but it is not clear if essure inserts were removed. Later on, she underwent a hysterectomy. The constant pain in abdomen, post procedural bleeding and genital bleeding are serious events due to their medical importance and listed in the reference safety information for essure. Considering that essure therapy may cause bleeding and that she had passed tissue the same day of essure insertion, this post procedural bleeding is assessed as related to essure. Also, the genital bleeding was assessed as related since no alternative explanation was provided. In this particular case, the consumer had abdominal pain in the context of pelvic adhesions identified after essure reversal procedure. Since in this case, it is not possible to exclude that the presence of essure is causing pain and it is not possible to exclude that essure reversal procedure had a contributory role in the formation of adhesions that could also cause pain, the abdominal pain is assessed as related to essure. This case is regarded as incident since an essure-related required intervention was performed. No further information can be obtained since contact details were not provided. A product technical complaint analysis is being performed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.